Manufacturer narrative:
The large hem-o-lok clip applier instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hartmann's reversal procedure, a cable on the large hem-o-lok clip applier instrument was observed to be frayed. No cable fragments fell inside the patient during the procedure; this was confirmed by an x-ray performed at the end of the procedure. Therefore, no fragment retrieval was required and no additional surgical intervention was necessary. No defects were identified in the instrument prior to the procedure. The patient experienced no complications as a result of the issue. The procedure was completed as planned.